Event description:
A coordinator for a needle exchange program reported he had received comments about "needles breaking during use (illicit drug use)." During follow-up communication, the program coordinator confirmed: their clients are reluctant to provide additional information due to fear of exposure to law enforcement ramifications for using illicit drugs; and they are aware that these are insulin syringes being used for other purposes. For these reasons, no additional event specific information was able to be provided.

Manufacturer narrative:
The reported product code is a device that is packaged for distribution only in (B)(6). However, an identical product is distributed in the us, which is why this report is being submitted. The 510k number provided in this report is for the identical product code packaged for distribution in the us. Although follow-up was conducted with the contact at the needle exchange program, neither specific information regarding the circumstances under which the reported problem occurred (e.g. Repetitive use of a single-use device, intentional bending of the needle cannula, etc.), nor the involved device, is available for evaluation. A review of the device history records indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported breakage cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user in a needle exchange program is likely to be a contributing factor. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).